Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient was prepped and ready for a wrist arthroscopic procedure. After introduction of the arthroscope (first use of the new instrument) via the cannula, the surgeon struggled to focus the image. Troubleshooting included changing the light source and camera; however, no improvement was observed. A larger arthroscope was used for comparison and provided a much clearer image, leading to the conclusion that the new arthroscope was inadequate. The surgeon stated he was unable to clearly identify internal wrist structures and could not safely perform debridement; therefore, the procedure was abandoned. The patient would need to be rebooked to undergo the same procedure at a later date.